Event description:
It was reported that during a coronary drug eluting stenting treatment procedure there was withdrawal difficulty and the catheter tip broke off. A vision bare metal stent and a taxus express2 drug eluting stent of unknown size were implanted in an extremely tortuous segment of the right coronary artery (rca). The physician then passed a 2.5x12mm taxus express2 stent through the vision and the other taxus express2 stent and deployed the stent distal to the previously implanted stents. Upon withdrawal of the delivery balloon, the catheter got hung up and the tip broke off on the proximal side of the stents. The physician attempted to snare the tip, but was unsuccessful. Heparin was administered. The patient was sent to surgery and underwent a coronary artery bypass graft of the rca. The tip of the catheter was removed in surgery. The patient is reported as ok following surgery.

Manufacturer narrative:
The device has been received at the investigation site, however, the analysis has not been completed as of this date.